Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a decreased relief with device. Patient was utilizing the device on and off without significant relief; increased whole body pain with difficulty delineating this from lower back pain. It was reported that the patient was unable to charge device. Patient declined preprogramming, as they did not believe it would help.  The patient was contacted in follow-up and reported a medtronic representative with another pain doctor reprogrammed the device without achieving pain relief.  The patient has interest in explant.